Event description:
During an incident in 02 involving a male patient who was experiencing respiratory distress, this defibrillator was used and it analyzed the patient as "no shock indicated," then began to charge but aborted the shock during charge. The patient was pronounced at the scene.